Event description:
It was reported that the patient heard an alert from the device. Interrogation of the device indicated the observed high impedance on the rv/svc coil and noise issues could not be isolated to either the right ventricular (rv) lead or the implantable cardioverter defibrillator (ICD). Additionally, the lead contained a possible fracture. Both the patient's ICD and rv lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. It was noted that the rv (right ventricular) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress, and visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: dtba1d1, ICD, implanted: (B)(6) 2014; 5076-52, lead, implanted: (B)(6) 2007. (B)(4).